Event description:
Device issue: difficult to position, difficult to remove requiring surgical intervention. Time of device issue: during the procedure. Adverse event: bradycardia, angina, st elevation. Onset of adverse event: during the procedure. It was reported that the xience v stent was difficult to position to treat a restenosed stent (unk type) in the predilated tight, tortuous, left circumflex artery, but was successfully implanted. The xience v stent did not fully cover the distal segment of the lesion requiring the placement of a second stent. The second xience v stent was unable to be advanced to the desired distal segment of the lesion and was also unable to be removed, therefore, the stent was deployed where it became stuck in the vessel. The stent delivery system (sds) was unable to be removed from the vessel despite several maneuvering attempts. The pt experienced bradycardia, chest pain, and st elevation. After an intra-aortic balloon pump was inserted, the pt was clinically stabilized. The pt was brought to cardiac surgery where the sds shaft was cut and removed from the pt leaving the sds balloon inside the vessel that was bypassed. The pt remains in the hosp in stable condition at this time. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant info.